Manufacturer narrative:
(B)(4). Follow up it was reported that black particles were observed swirling in the syringe. A physical sample was not returned, therefore, a comprehensive evaluation could not be performed. To support the investigation, two photographs were provided and reviewed by the quality team. The images depict a syringe outside of its blister packaging containing a clear solution, with the rubber stopper positioned at the 27ml graduation mark. Dark specks are visible on the syringe barrel and appear consistent with embedded, degraded resin. No other defects or imperfections are evident in the images. Embedded degraded resin in molded components is known to occur at equipment startup or intermittently during the injection molding process, and such material can break loose and become incorporated into molded parts. A device history record review was completed for material number 309653, lot 5310822. The review did not identify any quality issues during manufacture that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections complied with specification requirements. To date, no additional similar events have been reported for this lot. Based on the available information and the photographic assessment, the customer reported symptom is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that black particles were observed swirling in the syringe during use.